Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple electric shocks several years ago that caused the patient to have seizures. It was noted that the shocks may have been inappropriate. Technical services (ts) discussed device operation and possible electromagnetic interference (emi) interactions. No additional adverse patient effects were reported. This ICD was explanted several years ago for normal battery depletion and replaced with a new ICD.